Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard soft mesh device or the bard/davol bard flat mesh device . Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol bard soft mesh. On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix kugel (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard soft mesh device or the bard/davol bard flat mesh device . Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 4 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional emdr was submitted to represent the bard soft mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol bard soft mesh. (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix kugel (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with right flank hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿hernia sac was dissected off. Then a composix kugel mesh (device #1) was placed over the defect using sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent right incisional ventral hernia, adhesion and mesh deformation thereby underwent open repair with removal of composix kugel mesh (device #1) and implant of bard soft mesh (device #2). Per operative notes, ¿the hernia sac was then directly approached, and easily identified a hard attenuated mass of the shrunken mesh (device #1). This entire mesh was firm, and tightly adherent to the surrounding tissue, and the peritoneum, which was dissected away. Entire old mesh (device #1) was removed out. After complete dissection of the hernia sac, the bard soft mesh (device #2) was designed, and reinforced the entire length of the fascial closure using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent right ventral incisional hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿a synthetic mesh was placed behind the transversus abdominis, and the muscles were approximated using sutures.¿ (note: there was no visualization/mention of bard soft mesh (device #2) (B)(6) 2017 - patient was diagnosed with recurrent right flank ventral incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #3). Per operative notes, ¿the hernia defect was identified along the previous incision. It was circumferentially dissected and returned into the abdomen. Then a bard flat mesh (device #3) was placed over the muscle using sutures.¿ (note: there was no visualization/mention of bard soft mesh (device #2)) attorney alleges that the patient had adhesions, bowel removal, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had the prior kugel mesh which was contracted, very fibrotic, and bunched up like a hard mass. The failed hernia mesh implants have drastically changed patient's life and substantially decreased her ability to engage in the activities she enjoyed most, or even perform every day tasks. For instance, because of the pain and how thin her abdominal wall is as a result of the numerous surgeries she endured to fix the hernia mesh implants, patient cannot go to the grocery store by herself or participate in outdoor activities. Patient cannot even perform all her own household chores as she must be extremely careful about bending or lifting objects. Patient suffers from pain, anxiety and depression due to the injuries she has suffered from the hernia mesh implants and her fear of having to undergo another hernia surgery that could result in her death.